Event description:
It was reported that during the right ventricular (rv) lead revision procedure, the physician noted "a lot of play" with the set screw on the device for the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: synox competitor implantable pacing lead, (B)(6) 2000. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.